Event description:
After 22+ months of implantation, this device was explanted because of a reported non-capture in the ventricle. Note: a day after this device was explanted it was found that the ventricular lead (not an ela medical manufactured lead) was fractured and a new lead was implanted.

Event description:
After 22+ monhts of implantation, this device was explanted because of a reported non-capture in the ventricle. Note: a day after this device was explanted it was found that the ventricular lead (not an elm medial mfg lead) was fractured and a new lead was implanted.